Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and the cubies were not connected to the bus. The user had already tried to reboot and recover, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) arrived on the site and found no hardware failure. Fse verified proper operation in application, and the case was closed. The system functioned as intended after the field service engineer verified the device.